Event description:
On (B)(6) 2026, a patient was prepped for a dialysis catheter placement procedure using the hemostar device. Prior to the procedure, during preparation and while the packaging remained unopened, an unknown liquid was observed inside the catheter. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows the sealed packaging kit in which some kit components are noted with a leaflet of IFU of hemodialysis catheters. Kit components are not clearly identified as the picture is unclear. The second photo shows the label in which product details was mentioned and verified with tw details. The image is not clear to determine if an unknown liquid is placed inside. The investigation is inconclusive for the reported device contamination with chemical or other material issue as exact circumstances of the reported event cannot be verified from photos. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a dialysis catheter placement procedure using the hemostar device. Prior to the procedure, during preparation and while the packaging remained unopened, an unknown liquid was observed inside the catheter. There was no patient contact.